Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. No button error alarms noted. No ramping numbers noted on the display. All buttons functioned properly. However, insulin pump had moisture damage on keypad traces.

Event description:
It was reported that the customer's insulin pump had a keypad anomaly. His/her blood glucose level was 297 mg/dl. The numbers on the insulin pump were ramping up and down uncontrollably. The insulin pump was dead. The customer was advised to disconnect from the insulin pump and revert to a back up plan. The product will return. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.